Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that an operator scratched herself on the surface of an atellica im 1300 analyzer when the operator reached into the waste drawer to clear pipette tips that were inadvertently spilled into the lower chamber of the analyzer. The customer further explained that the pipette tips spilled into the lower chambers of the analyzer when the operator was removing the strap from the stack of pipette tips in the input drawer and the tips subsequently spilled into the lower chambers. There was no instrument malfunction. This report is being filed in an abundance of caution. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer contacted siemens and reported an operator scratched herself on the surface of the atellica im 1300 analyzer when the operator reached into the waste drawer to clear pipette tips that were inadvertently spilled into the lower chamber of the analyzer. The operator applied a band aid on the scratch. No further medical intervention was communicated, and the customer indicated that there was no exposure to biohazardous material. This report is being filed in an abundance of caution. There are no known reports of adverse health consequences due to the event.